Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but was working with their doctor and manufacturing representative. It was noted that the patient had a scheduled appointment on (B)(6)-2012.

Event description:
It was reported, the patient needed an MRI of her neck, due to damaged vertebrae from a fall, a year ago. The patient experienced a loss of therapeutic effect. She had control during the day, but at night, she had urges every 1-3 hours and could not stop the flow once it started. The patient planned to turn stimulation off. She had bronchitis a year ago. It contributed to the leakage problem everytime she coughed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot# v210551, implanted: (B)(6) 2009. Product type: lead, product ID: 3093-33, lot# v210551, implanted: (B)(6) 2009. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient was scheduled to have a revision on (B)(6) 2012. It was noted that hospitalization was not required. No further information was given.

Manufacturer narrative:
(B)(4).